Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacture ref: 3008452825-2019-00176, 2182269-2019-00037, 3005334138-2019-00204. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. Access was obtained via transseptal puncture and mapping was completed. Following mapping the ablation catheter was introduced. At this time the patient reported chest pain and tightness. An echocardiogram confirmed an effusion in the pericardium and the patient was transferred to a cardiac surgeon. Heparin was reversed and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.